Event description:
It was reported that the caller experienced difficulties with the pump's quick bolus/wake button, which was hard to press and required multiple presses. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller on how to press the button correctly and decided to replace the pump. The customer continued to use the pump for insulin therapy.